Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adolescent female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: essure insertion date: device was deployed in the usual fusion. The process was repeated on the other side. 2 coils visible on left. 1 coil visible on right. Most recent follow-up information incorporated above includes: on 6-apr-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ migration of essure device location of device: abdominal wall, pregnancy (no complications), abdominal pain, and device monitoring procedure not performed¿. Patient demographics, essure lot number, essure removal date and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall/somewhere in my uterus') in an adult female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective/failure to occlude (close) fallopian tubes (". The patient's medical history included parity 3 ((B)(6) 2011, (B)(6) 2015, (B)(6) 2018), multigravida and gestational diabetes (during 1st pregnancy). Concomitant products included minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain/during pregnancy"). In november 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)/pregnancy (with complications),"). In (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have blood iron decreased ("low iron levels during my 2018 pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 3-oct-2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage and blood iron decreased outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, blood iron decreased, device dislocation, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date: device was deployed in the usual fusion. The process was repeated on the other side. 2 coils visible on left. 1 coil visible on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received-new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), low iron levels during my 2018 pregnancy added. Pregnancy outcome updated. Height, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adolescent female patient who had essure (batch no. C59246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abdominal pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: essure insertion date: device was deployed in the usual fusion. The process was repeated on the other side. 2 coils visible on left. 1 coil visible on right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal wall') in an adolescent female patient who had essure (batch no. C59246) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: essure insertion date: device was deployed in the usual fusion. The process was repeated on the other side. 2 coils visible on left. 1 coil visible on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: pfs received: outcome of the previously reported event- abdominal pain were updated, onset date of previously reported events- abdominal pain, device dislocation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.